Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8 coils. During the procedure, the physician deployed and detached pod8 coils and ruby coils into the aneurysm using a lantern delivery microcatheter (lantern) without any issues. The physician then attempted to deliver a new pod8 coil; however, the coil would not exit out the tip of the lantern. Therefore, the pod8 coil was safely removed and the procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.